Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the rate response was programmed to aggressive for the patient as the patient was having palpations with activity. The device was programmed less aggressive and remains in use. No patient complications have been reported as a result of this event.